Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red and itchy spot under the front therapy electrode of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to use aveeno lotion on the skin irritation. Follow up indicated that the cream and larger garments helped the skin irritation to improve.